Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery connector pins were bent, preventing the battery to charge properly. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report to report a red light with a slash through it when the one battery was placed on the charger. Support issued the pt a replacement battery pack.